Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited varying impedances with a polarity switch and there was no capture at maximum output and suspected undersensing of atrial fibrillation. Noise and diminished sensing was also noted. When the physician went to unscrew the lead they found that the setscrew was loose. On analyzer they checked the impedance and sensing and found they were stable. As the physician was unable to test the thresholds due to ongoing atrial fibrillation they decided to cap and replace the lead as they were unsure of the integrity of the lead. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.